Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure in 2009. Three months later, the patient presented with symptoms of pain and recurrent hernia. Two days later, the patient was re-opened and the surgeon found that the "mesh was torn in the middle and the ring was intact, and the mesh on the bottom side was split straight down the middle and had herniated through the center. The stabilizing sutures were in place." The surgeon removed the mesh. The patient's current status is reported as "ok."